Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of disconnected incorrectly, peritonitis, and showing signs of dementia in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services, the following was reported by the patient's daughter. On (B)(6) 2010, the patient began peritoneal dialysis (pd) therapy. On an unreported date, the patient was late for an appointment and disconnected the homechoice (hc) device incorrectly which caused peritonitis on (B)(6) 2012. Treatment was not reported. The patient had recovered from the first episode of peritonitis. On an unreported date, the patient was showing signs of dementia and unhooked from the machine. On (B)(6) 2012, the patient again experienced peritonitis. Treatment was not reported. The patient was not hospitalized for either episode of peritonitis. Dianeal therapy was ongoing. The patient was recovering from peritonitis. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis (pd) nurse regarding the event. The following information was reported. On an unknown date, the patient began automated peritoneal dialysis (apd) therapy on the cycler only. The nurse confirmed the patient began to exhibit signs of dementia after the start of pd therapy, but could not provide an onset date. On an unknown date, the patient woke up during the night and disconnected his transfer set from the patient line. The patient did not cap off his transfer set, following disconnection. After the disconnection, the patient went into the bathroom and fell. The pd nurse stated the end of the uncapped transfer set touched the floor when the patient fell. On an unreported date, the patient was diagnosed with peritonitis, type unknown. The patient was treated for the peritonitis event with unspecified antibiotic therapy. Pd therapy was ongoing. On an unreported date, the patient completed antibiotic therapy and the peritonitis had resolved. On an unreported date, the patient and family were retrained on proper aseptic technique and procedures for disconnecting. Outcome of signs of dementia was not reported. The pd nurse stated she did not have the chart in front of her, so she could not confirm if the peritonitis was related to pd therapy or any baxter products without knowing the peritoneal effluent culture results. The pd nurse stated it was unknown if the events of signs of dementia or the fall were related to pd therapy or any baxter products. No further information was available at this time.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that the patient disconnected leading to a break in aseptic technique and exposure to the sterile fluid pathway. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. A sample is not required for use error as there is no allegation against the device. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.